Event description:
It was reported to philips that the system was unable to perform exposure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a clinical procedure. The procedure was completed after the patient was moved to another room. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the issue was caused by tube arcing. The x-ray tube was determined to be defective. The fse replaced the tube. The tube was returned for analysis and failure analysis confirmed that the tube was arcing due to a loosened screw from bearing of the insert. After the tube was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.